Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing too high blood glucose levels up to 350 mg/dl; changed the infusion set and cartridge with no success, then correction via pen. Caller alleges the pump did not deliver correctly. No adverse event reported. Requested return of the alleged device for evaluation.